Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported events. No response has been received. No lot numbers are available, and the product was not returned for investigation. It is unknown if corrective surgeries have taken place and if so, the outcome is unknown. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history. Erosion is labeled in the product instructions for use (IFU) warning section.

Event description:
Surgeon had two patients with late erosions. Several attempts have been made to obtain additional details of the reported events. No response has been received. This submission is MDR 2 of the 2 reported adverse events of erosion.